Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3. Manufacturer email address, g1. Contact office name and email address, g1. Contact office - manufacturer site - email address, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the bundled devices had signs of use. There was bone debris on the implant external threads. The mount was fractured at the hex. The hex piece was returned. The implants drive feature was damaged during removal of the mount/hex. DHR review was completed for the subject lot number 1279807. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1279807 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported fracture event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the mount fractured at the body during implantation at tooth site #36. No other implant was placed in the same surgery. Implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: k013227.